Event description:
Per the clinic, the patient experienced infection at the abutment side. The device was explanted (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2015.

Manufacturer narrative:
(B)(4).